Event description:
It was reported that the customer's belt clip to his insulin pump broke. The screw that holds the clip was stated to have come off. The customer's blood glucose was at 411 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.